Event description:
It was reported that the pump touch screen was scratched and difficult to read. There was no reported impact to the customer's blood glucose level. The customed declined to provide further information.